Manufacturer narrative:
(B)(4) received and evaluated the device. Visual inspection found the cause was an out of adjustment downstream tubing guide. The reported condition was verified. The device was found out of specification in relation to the customer reported 'downstream occlusions' which was reproduced during service. The downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an undetected downstream occlusion or it would not alarm for occlusion. The event happened during testing at the test bench. There was no patient involvement. No additional information is available.